Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge detection notifications occurred during the load sequence. There was no reported impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy. Although requested, customer declined further follow up from tandem technical support.